Event description:
During procedure, the henley retractor arm malfunctioned and the ball bearings and spring that holds retractor dislodged from its compartment, and shot out into floor. X-rays of patient showed no foreign objects in wound. Device was removed from service.